Manufacturer narrative:
Initial and final MDR 1878180- MDR 3003442380-2024-05657- device 10 of 11.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that 11 infusions set fell off due to which hyperglycemia occurs within 24 hour of use. High blood glucose level was 400 mg/dl and treated by the correction injection via mdi. No further information was available.